Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6)2025, it was reported that the patient experienced an unknown sensor issue. The health aide that works at the patient¿s house found the patient passed out and called 911. It was not known what the cgm display was displaying at this time or prior to the patient passing out. No bg meter reading was tested at this time. The patient regained consciousness on his own prior to ems arriving but passed out again after their arrival. It could not be recalled what the patient¿s bg meter reading or cgm value was when emergency medical services (ems) arrived. The patient was taken to the emergency room (ER). However, the patient could not recall any other event details, including any medication or treatment details or how long he was in the ER prior to being discharged. Despite the limited event details, the patient thought this event ¿might have something to do with the dexcom¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.